Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-02566. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. The patient had a fall in (B)(6) 2018. Surgical intervention will be undertaken to address the issue.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2018-02566. Additional meaningful data received indicated that the patient's leads were explanted and replaced. Therapy was restored to the patient post-operatively.